Manufacturer narrative:
Eight samples were received for testing. Three catheters were evaluated with a friction test and 5 catheters were evaluated via a finger test. The catheters performed according to specification therefore the complaint cannot be confirmed as reported. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
(B)(6), date of event: best estimate is (B)(6) 2011. According to the information received, it was reported that some catheters might have coating/friction problems. The catheters are hurting the customer when used.